Event description:
Reportedly, the patient came for a standard follow-up. It was impossible to interrogate the device. Placing the programmer's head on the implant, the leds remained off. Pressing "interrogate" button didn't change anything. From ECG analysis it seemed that the device was operating normally. Preliminary analysis confirmed the reported behaviour. The device was explanted on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported behaviour and the root cause is a blockage of the inductive telemetry due to some interferences.

Event description:
Reportedly, the patient came for a standard follow-up. It was impossible to interrogate the device. Placing the programmer's head on the implant, the leds remained off. Pressing "interrogate" button didn't change anything. From ECG analysis it seemed that the device was operating normally. Preliminary analysis confirmed the reported behaviour. The device was explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
Reportedly, the patient came for a standard follow-up. It was impossible to interrogate the device. Placing the programmer's head on the implant, the leds remained off. Pressing "interrogate" button didn't change anything. From ECG analysis it seemed that the device was operating normally. Preliminary analysis confirmed the reported behaviour. The device was explanted on (B)(6) 2016 and will be returned for analysis.